Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The evaluation revealed that the bar is broken off at the welding seam. After several complaints with this instrument the manufacturing specifications have been improved meanwhile. The fit of the gear rod and as well the welding process were changed to avoid such an occurrence in the future. The lot in question was produced according to the previous version. An internal corrective action determination has been opened to address this issue.

Event description:
It was reported that after pin placement in vertebrates during distraction of the segment, one of the arms of the distractor detached from the main part. This is report 1 of 1 for complaint (B)(4).